Manufacturer narrative:
An engineering evaluation was performed and a supplier manufacturing defect was confirmed. A design, IFU, and labeling defect were not confirmed. The trend was reviewed and found to be out of control. Edwards has initiated further corrective action to investigate the issue and determine the root cause.

Manufacturer narrative:
Device evaluation: customer report of separated connector from ez glide cannula was confirmed. As received, the connector end of the cannula was separated from main cannula body. Indications of what appeared to be bonding material were found on both the detached connector end and the cannula body end. No other visual damage, contamination, or other abnormalities were found to the device. Photos provided by customer appeared consistent with lab findings.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow-up. Supplemental report submitted to update b5. H11. Corrected data: b1, b2, h1, and h7. Field corrective action (fca-146) has been initiated for the ez glide cannula separation issue.

Event description:
Edwards received notification that during use this aortic cannula model ezc24ta disconnected between the cannula and the connector that are usually welded together. No damage of the packaging was noticed and the cannula was not re-sterilized. This cannula was used in an open heart surgery for coronary bypass-procedure. Insertion vessel was aorta ascendens. The issue occurred after they started the perfusion but before x-clamp. Suddenly the cannula - passively - fell apart which led to a critical situation but the surgeon managed to hold it together until it was replaced with a new one. During the case: maximum line pressure was 225 mmhg, temperature range was minimum 36.1 ºc and maximun 36.4 ºc, perfusion time was 118 min and maximum flow rate was 4.4 liters/min. The operation succeeded without problems and there was no harm for the patient.

Manufacturer narrative:
Aortic perfusion cannulae are intended for perfusion of the ascending aorta during short-term cardiopulmonary bypass procedures. In this case, it was reported that an ez glide aortic cannula disconnected between the cannula and the connector that are usually welded together. As reported, the issue led to a critical situation as the cannula was already in use. There was no harm to the patient. The potential risk for significant blood loss and air embolism is high. The device was returned for evaluation and the report of separated connector from ez glide cannula was confirmed. As received, the connector end of the cannula was separated from main cannula body. Indications of what appeared to be bonding material were found on both the detached connector end and the cannula body end. No other visual damage, contamination, or other abnormalities were found to the device. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. An engineering task has been opened for further investigation. A supplemental report will be submitted upon receipt of new information.

Event description:
Edwards received notification that during use this aortic cannula model ezc24ta disconnected between the cannula and the connector that are usually welded together. No damage of the packaging was noticed and the cannula was not re-sterilized. This cannula was used in an open heart surgery for coronary bypass-procedure. Insertion vessel was aorta ascendens. The issue occurred after they started the perfusion but before x-clamp. Suddenly the cannula - passively - fell apart which led to a critical situation but the surgeon managed to hold it together until it was replaced with a new one. Blood loss during the incident was very little. The operation succeeded without problems and there was no harm for the patient.